Manufacturer narrative:
A2: the patient was pediatric. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused dextrose 10% during patient use. The pump was programmed to run at a rate of 2 ml/hr. The blood sugar was checked before going to an magnetic resonance imaging (MRI), and the reading was 160. Once the dextrose solution was stopped, and the blood sugar returned to baseline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.